Event description:
According to the complainant, "the (radial jaw 4 biopsy forceps) device tore the tissue instead of cutting it properly as usual, it was reported that hemostasis clips (manufacturer unknown) were used to stop the bleeding. Following the procedure, the patient's condition was reported as "good."

Manufacturer narrative:
A visual examination of the returned device revealed unit is within specification. Further evaluation found loop and retroflex test(s) within specifications. The customer's complaint is not confirmed. The product did not present any anomaly and the event reported is considered a potential complication during this biopsy procedure. A review of the device history record for lot # 0011312458 was performed, no anomalies were noted.